Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced episodes of hyperglycemia and hypoglycemia while using the ilet bionic pancreas, with a documented high of 203 mg/dl lasting about one hour without prolonged high alerts, and a low of 60 mg/dl lasting about one hour for which the patient used oral glucose or candy; no professional intervention or assistance was needed, and no hospitalization occurred. Symptoms included thirst and hunger during the high event, and feeling hot, sweaty, and shaky during the low event. Outcomes included transient hyperglycemia and hypoglycemia without long-term sequelae. Investigation included troubleshooting and education with the user, including review of alert behavior and corrective actions. Investigation of this case revealed no device malfunction reported, no prolonged high alert condition, and user-initiated treatment of lows consistent with recommended oral glucose intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear for both the hyperglycemia and hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.